Manufacturer narrative:
Insertion post could not be removed from implant during procedure. Dentist should have consulted IFU j8000.0327. No product problem detected.

Event description:
Insertion post for a dental implant could not be removed by the dentist. Implant could not be placed.